Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the potassium and sodium electrodes. The fse also replaced the buffer, mid standard solution, and reference material as a troubleshooting measure. Beckman coulter internal identifier is case-(B)(4). No patient demographic information was provided.

Event description:
The customer reported receiving erroneous low sodium (na) and erroneous high chloride (cl) patient results on the au480 clinical chemistry analyzer. There was no change in patient treatment in association with this event.